Event description:
It was reported that on (B)(6) 2010, a non-abbott stent was placed in the left anterior descending (lad) and a perforation occurred. The jostent graftmaster was successfully placed and sealed the perforation. The patient left the cath lab and later the patient's blood pressure dropped. The patient was taken back to the cath lab and the lad was found to be closed down. Another non-abbott stent was deployed, pericardiocentisis was performed and the patient was placed on an intra-aortic balloon pump. On (B)(6) 2010 the patient died of a cardiac death. No additional information was available.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. Occlusion and death are known adverse events as listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.